Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer first reported latron primer issues. A beckman coulter customer technical support (cts) specialist assisted the customer with routine troubleshooting, however no resolution. The contained leak of approximately 3 ml of blue reagent fluid was identified. The customer could not identify the source of the leak. There were no instrument generated error messages in conjunction with the leak. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. Samples were repeated on a backup analyzer and the results appear to correlate. The customer took the instrument out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak caused by a damaged differential chamber. The fse replaced the differential chamber which resolved the leak. The fse also identified and replaced a faulty differential shear valve. The instrument ran without any leaks and all repairs were verified per established procedures. Beckman coulter (bec) internal identifier for this report is (B)(4).